Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 140h had a solution leak out of the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo only showed the product label. Visual inspection of the video shows the product during treatment. A dripping in the header area was visible; however, is not clearly visible where the dripping is coming from. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.